Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient noticed increased power consumption and contacted the hospital. Event history confirmed the increased power. The vad coordinator decided to exchange the system controller, and the power decreased back to baseline.

Manufacturer narrative:
Manufacturer's investigation conclusions: the system controller was returned for evaluation after being exchanged due to reported power increases. The reported event of a power increase can be confirmed based on the information recorded in the log files. The event and periodic log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from (B)(6) 2020. The recorded information revealed that the system maintained the desired set speed with no interruptions, the recorded power ranged between 4.84-5.36w, the flow estimation was between 3.7-5.9 lpm, and the average pi was 2.0-8.9. The periodic log file contained data recorded from (B)(6) 2019 to (B)(6) 2020. The information captured in the log file revealed that the power recorded from (B)(6) 2019 to (B)(6) 2020 ranged between 4.05-4.49w and on (B)(6) 2020 increased to 5.08-5.25w range. The log file did not show any controller related issues and the increase in power did not affect pump function. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events, alarms, or power increases noted. The investigation did not identify a correlation between the returned system controller and the power increase captured in the log file; the power increase appears to be related to the pump and will be addressed via the pump investigation. No further information was provided. The manufacturer is closing the file on this event.